Event description:
The customer reported getting a pacer failure.

Manufacturer narrative:
(B)(4): the customer reported getting a pacer failure. The unit was evaluated at philips. The symptom was verified. The therapy pca was replaced to resolve the issue.